Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) had reached elective replacement indicator (eri) and the clinic inquired to technical services (ts) regarding estimated battery remaining life. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frames up to 60 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.